Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left sided at first and then it spread to the right side/ pelvic area-both sides"), salpingitis ("she was going to take the tubes but there was so much inflammation"), genital haemorrhage ("abnormal bleeding/constatnt heavy bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no: a22178) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, hepatic cyst, gallbladder disease and thyrotoxicosis. Concurrent conditions included nausea, obesity, chronic gastritis, nephrolithiasis, lower abdominal pain, urethral diverticulum, abdominal adhesions, hemangioma cavernous, paratubal cyst and chronic cervicitis. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). In 2013, the patient experienced rash ("neck and upper chest rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)". On (B)(6) 2013, the patient had essure inserted. In august 2013, the patient experienced nausea ("nausea"). In november 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In december 2013, the patient experienced alopecia ("hair loss"). In february 2014, the patient experienced dental caries ("dental problems:dental issues/ lots of cavities") and tooth fracture ("dental problems:tooth break"). In 2014, the patient was found to have weight increased ("weight gain") and experienced amnesia ("neurological conditions or problems type:memory loss"). In august 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In march 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ constant heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/ constant heavy bleeding"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("utis"), micturition urgency ("bladder or urinary problem or changes:increased urgency") and incontinence ("incontinence"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vaginal haemorrhage, menorrhagia, micturition urgency, incontinence and dyspareunia had resolved and the salpingitis, autoimmune disorder, dental caries, headache, vaginal discharge, migraine, cystitis, urinary tract infection, rash, tooth fracture, amnesia and nausea outcome was unknown. The reporter considered alopecia, amnesia, autoimmune disorder, cystitis, dental caries, dyspareunia, genital haemorrhage, headache, incontinence, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, salpingitis, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Right- 4 coils was noted trailing into the uterine cavity, left- 6 coils were noted trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram: on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine: on an unknown date: negative. Ultrasound pelvis: on (B)(6) 2015: thickened endometrium likely function of menstrual cycle. Patient has essure coils noted on both sides within the cornu. Borderline cysts or large follicles right side. No evidence of any torsion seen. Reason for left lower quadrant pain not explained with this study. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bleeding, hair loss, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ left sided at first and then it spread to the right side/ pelvic area-both sides"), salpingitis ("she was going to take the tubes but there was so much inflammation"), genital haemorrhage ("abnormal bleeding/constatnt heavy bleeding") and autoimmune disorder ("autoimmune disorder") in an adult female patient who had essure (batch no. A22178) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hydronephrosis, hepatic cyst, gallbladder disease and thyrotoxicosis. Concurrent conditions included nausea, obesity, chronic gastritis, nephrolithiasis, lower abdominal pain, urethral diverticulum, abdominal adhesions, hemangioma cavernous, paratubal cyst and chronic cervicitis. Concomitant products included minerals nos;vitamins nos (prenatal vitamins). In 2013, the patient experienced rash ("neck and upper chest rashes") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced nausea ("nausea"). In (B)(6) 2013, the patient experienced headache ("headaches") and migraine ("migraines"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2014, the patient experienced dental caries ("dental problems:dental issues/ lots of cavities") and tooth fracture ("dental problems:tooth break"). In 2014, the patient was found to have weight increased ("weight gain") and experienced amnesia ("neurological conditions or problems type:memory loss"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)/ constant heavy bleeding") and menorrhagia ("abnormal bleeding (menorrhagia)/ constant heavy bleeding"). In 2015, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("utis"), micturition urgency ("bladder or urinary problem or changes:increased urgency") and incontinence ("incontinence"). In 2016, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, cystoscopy and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, alopecia, weight increased, vaginal haemorrhage, menorrhagia, micturition urgency, incontinence and dyspareunia had resolved and the salpingitis, autoimmune disorder, dental caries, headache, vaginal discharge, migraine, cystitis, urinary tract infection, rash, tooth fracture, amnesia and nausea outcome was unknown. The reporter considered alopecia, amnesia, autoimmune disorder, cystitis, dental caries, dyspareunia, genital haemorrhage, headache, incontinence, menorrhagia, micturition urgency, migraine, nausea, pelvic pain, rash, salpingitis, tooth fracture, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 170 lbs. Right- 4 coils was noted trailing into the uterine cavity, left- 6 coils were noted trailing into the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. Ultrasound pelvis - on (B)(6) 2015: thickened endometrium likely function of menstrual cycle. Patient has essure coils noted on both sides within the cornu. Borderline cysts or large follicles right side. No evidence of any torsion seen. Reason for left lower quadrant pain not explained with this study.. Ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, bleeding, hair loss, pelvic pain. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs and medical record received. Reporter's information and lot number was added. Prefered term of event dental issues was updated from tooth disorder to dental caries. Events added: abnormal bleeding (vaginal, menorrhagia),infection (bladder/ urinary tract/vaginal) type: bladder/utis, neck and upper chest rashes, incontinence, increased urgency, tooth break, memory loss, dyspareunia, nausea, she was going to take the tubes but there was so much inflammation. Outcome of events were updated. Concomitant disease, concomitant drug, historical conditions, lab data was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), weight increased ("weight gain"), tooth disorder ("dental issues"), headache ("headaches"), vaginal discharge ("vaginal discharge") and migraine ("migraines"). The patient was treated with surgery (surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, alopecia, weight increased, tooth disorder, headache, vaginal discharge and migraine outcome was unknown. The reporter considered alopecia, autoimmune disorder, genital haemorrhage, headache, migraine, pelvic pain, tooth disorder, vaginal discharge and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.